Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 46 mg/dl. Customer was treated with glucose tablet. Customer stated that the drive support cap was normal. Customer alleging insulin pump for over delivering because customer had half reservoir of insulin and woke up with low reservoir alert. Customer stated that the insulin pump had battery out limit alarm. Customer stated keypad was unresponsive after alarm. Customer stated that the part of the screen was blank and did self test the display returned. Customer stated that the insulin pump had failed battery test alarm. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The insulin pump and reservoir will not be returned for analysis.